Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she cannot bring her blood glucose down. Customer stated that her blood glucose was 319 mg/dl before breakfast and 504 mg/dl before dinner. Customer's blood glucose was 522 mg/dl at bedtime and went up to 546 mg/dl that night. Customer's current blood glucose is 533 mg/dl. Customer stated that she changed her set after breakfast yesterday. Customer's blood glucose was 319 mg/dl at the time of the incident. Customer has not treated other than with the pump. Customer reported that the insulin exited at the quick release during troubleshooting. Customer stated that she stands during insertion and stays away from hardened or scarred tissue. Customer stated that the cannula was bent and it was determined to be the cause of the high blood glucose. Customer also reported having a low blood glucose level of 81 mg/dl the night before on (B)(6) 2016.